Manufacturer narrative:
It was initially reported that this device was associated with the details reported under manufacturing report number 3004939290-2019-01373. However, additional information was received that the devices were not used in the same patient. Retrograde approach was used. The user was mynx certified. The mynx vcd was prepped according to IFU instructions. The patient's hospitalization was not extended as a result of the event. The hospitalization was not extended. The balloon did not loose pressure during prep or in the patient. There was no visible damage in the distal end of the sheath after removal. Additional procedural details were requested but were not provided. Therefore, no further details will be submitted for this device under report number because the devices were not used together and a new complaint will be created with further information supplied under the new report.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two reports associated with this event and the related number is 3004939290-2019-01373.

Event description:
During use of a mynx device for vascular closure, the balloon ruptured during deployment with femoral closure. There was no patient injury. The device will be returned for analysis.